Event description:
The device was used for drainage on the pt with cardiac tamponade on (B)(6) 2014. (B)(6) 2014 between 11 am and 0 pm: the device was placed and 750ml of fluid drained right after the placement. (B)(6) 2014 around 5 pm.: two nurses noticed that the catheter was separated from the proximal connector when they attempted to change pt position. Since fluid almost stopped draining after the first 750ml of drainage until early-evening, the physician decided to remove the whole device and not to place another catheter although the original plan was to place the catheter for longer periods of time. There have been no adverse effects to the pt reported.

Manufacturer narrative:
(B)(4). Event is still under investigation.